Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation si complete a follow-up report will be submitted.

Event description:
The customer reported, the knife blade became trapped while working on uterine tissue. The tissue was described as being tough. The device was removed with no tissue damage and there was no pt injury. The device was returned with the knife blade exposed.